Manufacturer narrative:
B4:27aug2021. It is unknown if the device was in therapeutic use at the time of the reported event. There was no patient or user harm reported. Multiple good faith efforts were made to obtain information regarding device use context, but no further details have been received.

Manufacturer narrative:
G5:510(k)#: k102985. B4:23jul2021. Multiple attempts were made to obtain information regarding the repair and operational status of the device with no response from the reporter and cannot be determined. A supplemental report will be submitted if additional information is later obtained.

Event description:
The customer reported diagnostic error code (the proximal pressure is not measured and pressure-related alarms are compromised). There was no patient involvement. The remote service engineer (rse) advised the customer the diagnostic code means the proximal pressure is not measured and pressure-related alarms are compromised. The customer reports replacing solenoids 3 and 4 but it has not resolved the problem. The customer advised the rse to close the case as they will call back if further help is needed.